Manufacturer narrative:
(B)(4). Batch # p94l6g. Investigation summary: the device b was returned with no apparent damage. The device was connected to a gen11 and functionality tested. An alert screen was displayed and no further functional testing could be performed. No communication issues were noted at any time during the test. The blade could not be functionally tested due to the returned condition of the instrument. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The device was disassembled to inspect the internal components and no anomalies were noted, related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was not connected to the generator before use. The second device was used but the same event continued. The device was not used for the patient. Another third device was used to complete the case. There were no adverse consequences to the patient.